Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred after the customer was in the pool while wearing the pump. There was no impact to the customer's blood glucose levels. Reportedly, the customer was unable to clear the alarm. Tandem technical support instructed the customer to let the pump dry out or insert a new cartridge. The customer declined further troubleshooting with tandem technical support, and declined a follow-up to determine a possible cause for the altitude alarm.